Event description:
It was reported that the healthcare provider (hcp) placed the extension in the patient and "pulled on it hard." The hcp replaced the extension because they were "afraid there would be a problem." No injury was reported. It was stated that the patient recovered without sequela. No additional information was reported.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va03csw, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # va03csw, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomalies. Analysis of the wrench accessory found no anomalies. A functionality test of the extension was done and there were no shorts (dry) and the continuity was acceptable. Eval result: unknown wrench accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.